Event description:
It was reported that log files were submitted concerning pump off alarms on (B)(6) 2023. The log files noted a speed reduction to 1060 rpms on (B)(6) 2023 at 6:19 am while on battery power. X-ray images were taken that showed no obvious areas of concern.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log file confirmed a pump stop event; however, a specific cause for this event could not be conclusively determined through this evaluation. The patient was reportedly asymptomatic during the event and was ultimately discharged on an ungrounded patient cable. The submitted log file revealed a pump off alarm while the system was powered by the external batteries on (B)(6) 2023. No other notable events or alarms were observed, and the pump appeared to have operated as intended at the set speed before and after the pump off event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 7 of the IFU, "alarms and troubleshooting", outlines system controller alarms, including pump off alarms, as well as how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. The heartmate ii lvas patient handbook is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, also outlines system controller alarms, as well as the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.